Event description:
A report was received that the patient had a non device related fall, causing the lead to come out of the ipg header. The physician decided to replace the ipg, though no malfunction was suspected. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2138-70 serial#:(B)(4) description:scs 70 cm ii lead the leads remain implanted. The explanted ipg will not be returned as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.